Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test and displacement test. Unit was monitored for 24 hours. The battery was removed from the insulin pump and was monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. However, power graph analysis and long trace history file confirmed low battery, power loss, replace battery now, failed battery test alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had power loss alarm. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer was changing battery numerous time. Customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer was advised to secure fastened and battery slot is aligned horizontally with pump. Customer also reported frequent failed battery test. Additionally, insulin pump did not alarm with replace battery now customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.